Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 42.8 cm. An internal insulation abrasion was found at 7.9 cm to 9.5 cm from the distal tip breaching the re cable lumen with no damage noted to the etfe cable coating. The inner lumen was not damaged and no abrasions were noted on the optim sheath at this region. An external insulation abrasion breaching the optim sheath only caused by friction to the device can was noted at 40.6 cm to 41.8 cm from the distal tip. An external insulation abrasion breaching the optim sheath only caused by friction to the device can was noted at 42.5 cm to 42.8 cm from the distal tip. All other damages found were consistent with those occurring during procedure.

Event description:
This report is to advise of an event observed during analysis.